Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, the user reported that the image system was not available. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be defective hardware. The investigation was performed considering complaint description, cs reports, system history and system log files. The investigation of log files showed that during the procedure the real time pc (rtpc) failed due to timeouts when accessing the file system and the connection to the host pc was interrupted. This caused the system to switch to "bypass fluoro mode". The host pc application attempted to reset the rtpc but failed because the rtpc entered a permanent error condition. The customer performed the shutdown and reboot, but the system did not recover from bypass mode. An extensive investigation could not be performed because the affected part was not returned. The cause of the complaint could not be determined retrospectively, however, from log file analysis and expert's opinion, it was determined that the rtpc system failed abruptly and did not boot at all for the next power on. Based on the system symptom's and issue pattern, the involved customer service engineer replaced the defective rtpc hard drive. The engineer verified full system functionality by performing fluoro and acquisitions. After hardware replacement there were no further issues and the system works as intended. This issue is not a systematic error and no further corrective action is necessary. The incident described is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected.